Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the rv lead exhibited an insulation breach. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.